Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported right hip revision procedure approximately five years post-implantation due to allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03688 /05151).

Event description:
Patient's legal counsel reported right hip revision procedure approximately five years post-implantation due to allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative record reported right hip revision procedure approximately four years post-implantation due to aseptic failure, instability, and previous dislocation. The acetabular cup and modular head were removed and replaced; a poly liner was implanted.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's legal counsel reported right hip revision procedure approximately five years post-implantation due to allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative record reported right hip revision procedure approximately four years post-implantation due to aseptic failure, instability, previous dislocation and metallosis. The acetabular cup and modular head were removed and replaced; a poly liner was implanted.